Manufacturer narrative:
As reported, during use of the ventralight st w/ echo ps, the inflation tube broke when pulled up against the abdomen. The echo ps was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a laparoscopic ventral hernia repair was performed on (B)(6) 2025 using ventralight st w/ echo ps. During the procedure, the inflation tube broke when it was pulled against the abdomen. The mesh was used to complete the procedure but the echo ps balloon could not be inflated since the inflation tube could not be retrieved after breaking. The surgeon continued by securing the mesh without the echo balloon system and completed the case successfully. The reported event made the procedure more difficult and time consuming. There was no patient injury.